Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion related to the infusion set, but the pump did not alarm. The customer was hospitalized for elevated blood glucose (543 mg/dl) and treated intravenously with insulin and fluids. Customer was discharged on (B)(6) 2020 with the issue resolved.